Event description:
The customer reported insulin leaking from the reservoir the last two infusion set changes. The customer did not save the infusion sets that leaked. Advised the customer to always save the infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.